Manufacturer narrative:
Investigation summary: five 5ml syringes in fully sealed blister packs from batch 9214009 (p/n 309646) were received and evaluated. No visual defects were observed. All five of the received syringes were tested for leakage at connection with no defects observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd¿ syringe 5ml ll sp125 has been found experiencing leakage during use. The following has been provided by the initial reporter: material no: 309646 batch no: unknown. It was reported that bortezomib chemotherapy leaked out between the connection between the 5ml syringe and the injector luer lock and was not able to be administered to the patient. Event description per attached complaint form states, velcade (bortezomib) compounded and placed in bd5ml syringe (309646) with phaseal injector luer lock (515003) and phaseal luer lock connector (515200) attached. At point of administration, bortezomib chemotherapy leaked out between the connection between the 5ml syringe and the injector luer lock and was not able to be administered to the patient. Nurse assessed and re-tightened the connection with the same result of leakage from point of attachment. Syringe returned to pharmacy, and secondary loss of drug, product re-mixed for administration to patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd¿ syringe 5ml ll sp125 has been found experiencing leakage during use. The following has been provided by the initial reporter: material no: 309646 batch no: unknown. It was reported that bortezomib chemotherapy leaked out between the connection between the 5ml syringe and the injector luer lock and was not able to be administered to the patient. Event description per attached complaint form states, velcade (bortezomib) compounded and placed in bd5ml syringe (309646) with phaseal injector luer lock (515003) and phaseal luer lock connector (515200) attached. At point of administration, bortezomib chemotherapy leaked out between the connection between the 5ml syringe and the injector luer lock and was not able to be administered to the patient. Nurse assessed and re-tightened the connection with the same result of leakage from point of attachment. Syringe returned to pharmacy, and secondary loss of drug, product re-mixed for administration to patient.